Manufacturer narrative:
Device not yet received my manufacturer.

Event description:
Mobi-c p and f us : difficulty while removing jaws. Issue (implant on mating instrument) while removing the jaws. Additional information on the surgical steps were asked to distributor. Without answer for the moment. Device was sent back to manufacturer but not received yet.

Manufacturer narrative:
Additional information from sales rep were received on sept. 08 th 2017 by email : he confirms that screw was completely removed. The normal peek jaws removal technique was used. The twist and pull of each side of jaw was not necessary. By our side, we recommend this last technique because if there is any resistance/problem, one of the jaw may be against the uncus. Indeed in that reported event, this would have been necessary. According to data from investigation and provided information, the issue could be related to user error but not device related.

Event description:
Mobi-c p&f us : difficulty while removing jaws.